Event description:
In novermber 2004, sony electronics inc. Became aware that a lawsuit had been filed in the superior court (but had not yet been served on the named defendants, including sony electronics) alleging the wrongful death of pt due, at least in part, to the failure of a sony monitor being used, apparently, to read blood gas or oxygen flow levels. No other info on the monitor or the possible cause or contribution of the monitor to the alleged death is available from the source and is likely not to be because the matter is in litigation. Without specific info regarding the model number of the alleged monitor and the exact nature of the alleged failure, it is not possible to investigate any potential deficiency in any sony monitor or to compare it to any other complaints that may have been received. Sony electronics inc. Will, however, follow up on this matter when more info is forthcoming, and will provide further reports as appropriate.